Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion and prime test. The insulin pump had motor error stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to verify the excessive no delivery alarm due to motor error. No set resetting alarm noted during testing. The insulin pump was received with scratched on display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer's blood glucose was 12 mmol/l at the time of incident. The customer performed plunger push and the insulin did exit. The customer performed manual prime and the insulin pump alarmed no delivery. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.